Event description:
It was reported that a pt had a stent placed for treatment in 2002. In 1/2003, the stent was found to have migrated into the pt's stomach and on the same day an egd procedure was performed for treatment to remove the stent from the pt's stomach. The pt did not have another stent placed and did not require any other treatment. After the stent removal the pt's condition was reported as good and the pt was allowed to go home. The device was not returned for eval. Therefore, a failure analyis could not be performed. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specifications because the product was not returned. It is impossible to determine the relationship between the device and the cause of this event without the product.